Event description:
A hospital in (B)(6) reported that an mr290hfv high frequency vented humidification chamber cracked near the connection point between the dome and the base. It was reported that the hospital noticed the crack after they found water "spraying from the crack" in the chamber. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290hfv humidification chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.